Event description:
It was reported that the pump battery was depleting quickly. The customer¿s blood glucose was 122 mg/dl. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Manufacturer narrative:
Correction: section d - catalog, serial and UDI number; section h device manufacture date correction: section d - catalog, serial and UDI number; section h device manufacture date.